Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 71616 were returned and analyzed. The data files showed at least 9 applications were performed with the returned balloon catheter and system notice 50032 ¿compromised outer vacuum¿ was triggered on 3 applications and 8 applications were performed with a different balloon catheter and the same system notice was triggered on 3 applications. Visual inspection of the balloon catheter showed the luer was broken and the coaxial connector and strain relief were pulled apart from the handle. Unable to perform the functional test due to broken issues and pressure tests did not show any leak on catheter. In conclusion, the balloon catheter failed the returned product inspection due to the broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, multiple system notices were received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced but the system notice persisted. The case was completed with cryo. A service visit took place and the console was serviced as appropriate. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.